Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The rv lead was reprogrammed to unipolar mode and the impedance measurements were in normal range. At this time, this product remains in service and no adverse patient effects were reported.